Event description:
The customer reported that while the iabp was in use on a pt, display went black, and the fan stopped. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the front end pcb (part number: 0670-00-0668e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. No pt injury was reported.